Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture" and the following that is not device related, "breast cancer reconstruction patient". Device has been explanted.

Event description:
Healthcare professional additionally reported "the implant was found to be rupture with frank silicone spill prior to any manipulation."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on anterior assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. The device related to the reported event of rupture and cancer breast-ndr was received on july 14, 2023, with lot number 2335115. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on anterior assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ cancer breast-ndr: not applicable as the event is not related to the device. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted. Additional observations: ¿ stress marks observed on the device.

Event description:
Healthcare professional reported left side "rupture" and the following that is not device related, "breast cancer reconstruction patient". Healthcare professional additionally reported "the implant was found to be rupture with frank silicone spill prior to any manipulation."device has been explanted.